Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing which included bench handling without duplicating the report. An internal inspection found no discrepancies. The accessories were not returned for the evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.